Event description:
The customer reported the system exhibited errors and required a reboot. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and repaired the connectors on the 5 volt power supply. The system operates as intended.